Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # 17249688m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant bwi products: product: lasso® nav eco variable catheter; us catalog # d134301; lot # unknown. Product: soundstar® eco diagnostic ultrasound catheter; us catalog # 10438577; lot # unknown. Product: coolflow® irrigation pump; us catalog # cfp002; (B)(4). Product: carto® 3 system; us catalog # fg540000; (B)(4). Product: smartablate¿ system rf generator; us catalog # m490007; serial # unknown. Concomitant non bwi products: product: transseptal agilis sheath; us catalog # unknown; lot # unknown. Product: baylis needle nrg; us catalog # unknown; lot # unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6) male, underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. The patient's medical history is unknown. During the transseptal puncture the patient developed cardiac tamponade, which was confirmed by ultrasound. A pericardiocentesis was performed and 1500 ml of blood were removed. The physician had a difficult time visualizing the septum with ice, possibly due to patient anatomy. He was also using a new non bwi product needle (baylis) for the transseptal. There were no reported malfunction with any of the bwi catheters and systems during this case. The patient required hospitalization for recovery. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician's opinion regarding the cause of this adverse event was related to procedure and possibly due to patient's anatomy. The sheath used was a non bwi product (sjm agilis, 11.5f od).